Manufacturer narrative:
Customer name and address- (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy, the basket of an ngage nitinol stone extractor was difficult to close. The device was tested without difficulty prior to use. While using the device, the basket was difficult to close completely. Another manufacturer's device was used to complete the procedure. No adverse effects to the patient were reported as a result of this occurrence.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ngage nitinol stone extractor. The basket of the device reportedly was difficult to close during a tul procedure. Further communication with the user facility clarified that when the basket was closed during the preparation, there was no problems. However, while using the reported device, the physician noticed that it was difficult to close the basket completely. Therefore, he canceled using the reported device, and another manufacturers' device was used instead. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. Functional testing determined the handles actuates the basket formation. When the handle is actuated, the basket formation does not close completely. Visual exam notes that after a few handle actuations, the basket formation closed completely, but popping could be felt when closed completely. With the handle in open position, there is approximately 3 mm gap between black knob and handle a review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would open and close, but not close completely. After the device was cycled a few times, the basket would then fully close, but a "popping" was felt during the actuation. No cause for the issue was determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.